Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. It has been noted that the surgeon selected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event is unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H11: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. (B)(4).

Manufacturer narrative:
Corrected data: h4 - device manufacture date: 19-aug-2023. Claim #: (B)(4).